Manufacturer narrative:
All available information was investigated, and the reported unintended movement associated with knob slippage could not be replicated in a testing environment due to the returned conditions of the device as the device was returned severely kinked. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported unintended movement associated with knob slippage. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. When the physician advanced the steerable guide catheter (sgc) into the left atrium, they found that the sgc knob could not remain stable and rebounded after bending. It was also noted that while operating the clip delivery system (cds) one of the grippers could not lower. The procedure was discontinued.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. When the physician advanced the steerable guide catheter (sgc) into the left atrium, they found that the sgc knob could not remain stable and rebounded after bending. It was also noted that while operating the clip delivery system (cds) one of the grippers could not lower. The procedure was discontinued.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.